Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced elevated blood glucose levels and a skin reaction at the infusion site after approximately 4-24 hours of pod wear, which subsequently progressed to an infection. The infusion site location was not reported. The patient reported that the pod was applied on (B)(6) 2026, and symptoms escalated shortly thereafter. Blood glucose levels were reported to have increased to approximately 353 mg/dl, prompting the patient to further inspect the pod. Upon pod removal, the infusion site was noted to be painful, warm, swollen, and purulent drainage was observed coming from the site. No significant bleeding or bruising was noted prior to the infection becoming apparent. The patient consulted a healthcare provider on (B)(6) 2026, and was diagnosed with an infection and prescribed antibiotics. No further symptoms were reported.